Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external and internal components found no abnormalities. Driver failed functional testing for acceptance at incoming inspection for a depleted 9v battery. A known charged battery was installed and driver passed all areas of functional testing with replacement battery. Failure investigation for this complaint confirmed the reported issue during incoming inspection. The customer complaint was not replicated with the replacement 9v battery; the root cause of the reported incoming inspection failure was determined to be a depleted 9v battery. Failure investigation identified no other test failures or damage that could have contributed to the complaint. The device was not in patient use at time if the complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Failed system check on incoming. Form 901111-001 step 5.26. 9-volt battery voltage too low.

Event description:
Failed system check on incoming. Form 901111-001 step 5.26. 9-volt battery voltage too low.